Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0, ubd:- , UDI#:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple annex a codes were applied- a0908: applicable to it shifting by a few millimeters (mm) to 1 centimeter (cm), as well as instrument shift in software when the sphere was covered. A0709: applicable to the software line changing from green to orange during navigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation software did not accurately reflect the position of the passive planar probe when one of its five spheres was covered, resulting in a shift of the instrument¿s displayed position by a few millimeters (mm) to 1 cm, while the software continued to show a green line from the instrument. The shift in instrument position resolved when the sphere was uncovered. The shift was also observed on other instruments, with the software line changing from green to orange during navigation. No physical damage was reported on the posts of the passive planar probe. There was no delay, and no impact to patient's outcome.

Manufacturer narrative:
H3: a software analysis was initiated. There were no archives provided and there was insufficient information to determine whether a software anomaly contributed to the issue. There were three sessions on the incident date. The user performed the spinefusion procedure during both the first and second sessions, utilizing the navlock violet navigation tool. No tool-related errors, warnings, or infrared issues were reported in either session. According to the attachment, there were instances when the instrument indicator changed from green to orange. This was most likely due to a field-of-view (fov) issue, potentially caused by the minimum required number of spheres not being visible within the fov, which may have triggered the status change. The software logs did not contain sufficient detail to further clarify or confirm the exact cause of the issue. H6: codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.